Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon's head was inside of the high-resolution stereo viewer trying to manipulate the instrument when the issue occurred. The failure was related to the inability to move the instrument at all. The movement scaled appropriately, moved in the intended direction, and had appropriate timing. There was no shakiness/friction experienced and no instrument collision. There was also no external collision. The issue occurred persistently. The instrument was inspected prior to use with no damage observed. The issue occurred approximately 1 minute into the surgery. The surgeon was able to complete the procedure using a backup bipolar instrument. There was no injury to the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps moved upwards without the surgeon's control. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The fenestrated bipolar forceps was found to have no damage. The instrument was placed in an in-house system and passed all tests. The instrument was fully functional, and no product issue was identified.